Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: subject: (B)(6). Phs stemless ide study. Instability: dynamic: subject came to clinic on (B)(6) 2025 and reported recurrent dislocations. The shoulder dislocates spontaneously and reduces on its own. Radiographs demonstrated stable arthroplasty. No action taken at this time. Surgery has been scheduled for this subject.

Event description:
As reported: "subject: (B)(6). Phs stemless ide study. Instability ¿ dynamic. Subject came to clinic on (B)(6) 2025 and reported recurrent dislocations. The shoulder dislocates spontaneously and reduces on its own. Radiographs demonstrated stable arthroplasty. No action taken at this time - surgery has been scheduled for this subject."

Manufacturer narrative:
The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.